Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon attached an orvil 21mm to the eea25. The stapler seemed to fire normally. After the firing the surgeon was unable to open and remove the device from the pt's tissue. The surgeon used force to pull the device from the pt cavity. The staples did not form causing a rip in the stomach. The surgeon then used a linear stapler to close the area. The surgeon continued the case using an orvil 25mm and eea25 to successfully create a gastrojejunostomy. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 250cc. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4)